Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: e1, e2, e3, b4, b5, g2, g3, h2, h3, h6 reported event was confirmed by visual examination of photograph. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the provided pictures identified the tip of the device has fractured. The shaft shows wear lines and discoloration. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a hip procedure, the screw driver was found to be broken. All pieces are accounted for and there was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.